Event description:
During a hand assisted laparoscopic nephrectomy procedure, the device ripped apart during insufflation of the abdomen. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.